Manufacturer narrative:
The two possible lot involved are:- lot 144050: (B)(4) items manufactured and released on 11 december 2014. Expiration date: 2019-09-30;no anomalies found related to the problem.to date, (B)(4) items of the same lot have been already sold without any similar reported event.- lot 148913: (B)(4) items manufactured and released on 13 june 2015 expiration date: 2020-05-27no anomalies found related to the problem.to date, (B)(4) items of the same lot have been already sold without any similar reported event.clinical evaluation performed on 31 july 2018 by medical affairs (B)(4):implant mobilization occurred 2 months after implantation. Radiographic images provided show the migration of the l5-s1 cage. The initial position of the cage cannot be assessed as only pre-revision x-ray is available. The reason of this event cannot be determined but there is no discernible indication of a malfunctioning device.

Event description:
The patient came in complaining of pain. The surgeon believes that the cause of pain was due to the l5-s1 tlif cage migrating. The surgeon removed the cage and replaced it with mectalif anterior cage tipeek 24x31x14 l15°.no information about which of the two cage (ref and lot) was revised.

Manufacturer narrative:
Visual inspection performed on august, the 27th 2018 by r&d product manager: the mectalif transforaminal cage 03.23.057 (lot. 144050) is according to the specification. From the pictures enclosed it's possible to notice different scracthes due to the revision surgery and the removal of the cage. The revision surgery, as mentioned in the complaint, was performed by an anterior approach and, due to the fact that the tlif cage has been designed for a posterior approach and so no anterior interface, the cagehas been removed with generic instrument. The root cause of the potential migration of the cage is not foreseenable.